Manufacturer narrative:
Results: an injector lot # search was performed for similar complaints within the search and there was one similar complaint. A cartridge lot # search was performed for similar complaints within the search and there was one similar complaint. A foam tip plunger lot # search was performed for similar complaints within the search there was one similar complaint.

Event description:
The rptr stated that the surgeon was using a competitor's lens with the foam tip plunger and the lens haptics became damaged. No pt injury reported. More info has been requested, but none has been forth coming. If more info is rec'd, a supplemental medwatch report will be sent.